Event description:
Baxter sales representative received on this product from customer. Customer reported the set separated by the male luer lock adaptor during patient use. When separation occurred, set was removed and a new set was given to the patient. Patient is an oncology patient. Nurse reported after the separation occurred the patient had a positive blood culture for infection. Nurse reported the physician confirmed the patient received a coag negative staph infecton caused by the set seperation. Pt was diagnosed with csncer in 2005 and has been receiving chemo treatments since then. Patient is currently in the hospital being treated for staph infection. Samples are contaminated with chemo and will not be available for evaluation.